Manufacturer narrative:
A1,2,3,4,b3,6,7,d10-info not provided by affiliate. H8-info not available. Results of evaluation: conclusion: a,b) based upon the inquiry info received and the visual examination, it was confirmed that the two sleeves had broken distally during surgery. Not all of the broken pieces were received with the instruments. No conclusion could be reached as to how this had occurred. Two t512 threaded adaptors were also received with the instruments and found to be conforming. Appropriate engineering and mfg personnel have been informed of this incident.

Event description:
The device was used during a laparoscopic adjustable band. It was reporter that when "using the extra long trocar in an obese pt the tips of the trocars broke and the pieces fell into the abdominal cavity. Most pieces could be retrieved. The sharp end of the broken trocar rifted the liver.